Event description:
It was reported that, during a meniscus repair surgery, the t2 suture knot of a fast-fix 360 curved was loosened. Surgery was resumed, with a back-up device but it is unknown whether it caused or not a surgical delay. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H3, h6: the reported device was returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection found the device was returned with the t1 implant off the needle and t2 in its intended position on the needle. The actuator was cycled behind t2. The suture and t1 were discolored red/brown and the distal tip of the depth gauge was damaged. A functional evaluation found t2 deployed as intended. A review of the customer provided image found the product packaging which confirmed the reported product information and a bent needle from a fast fix 360 was shows without implants. It was determined the device did not contribute to the reported event. The complaint was not confirmed. O please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
B5, e1: address line 1 and us city or (foreign state/province/territory) , h6: health effect - impact code.

Event description:
It was reported that, during a meniscus repair surgery, the t2 suture knot of a fast-fix 360 curved was loosened. The t implants were removed from the patient by tweezers. Surgery was resumed, with a back-up device, after a non-significant delay. No further complications were reported.